Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer is saying her doctor is ordering her not to use the purewick anymore due to it causing uti's and she is still waking up wet. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared) it was unknown what medical intervention was provided for urinary tract infection.